Manufacturer narrative:
The 510 (k): (B)(4). Us reporting agent notified on (B)(6) 2015. Manufacturing site eval: all devices were visually inspected and do not appear to have any gross damage/defects. Microscopic analysis indicated there are no burrs, sharp edges or any other deviations that are recognizable. One of the (B)(4) devices has slightly stiff mechanical movement. Another (B)(4) had a pull rod that is slightly bent. Based on the information and investigation, it appears that the failure is likely related to use and handling. The faults found on the instruments are not the root cause of the injuries of the tissue. The surface of die jaws comply with the prescribed quality standards. There are no obvious reasons why the instruments injured the tissue. The damage to the tissue may have been due to overstraining of the tissue during operation. Corrective/preventive action: not applicable.

Event description:
Country of complaint: (B)(6). Surgeon indicated the instrument caused injury of tissue. The tissue had to be stitched. Surgical delay of more than 15 minutes. Components submitted for eval include: quantity 5: (B)(4) / jaw ins. Dorsey grsp fcps 5mm 310mm. Quantity: pm (B)(4) / jaw ins. Dorsey grasp fcps 5mm 370mm.